Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had abnormal end of service. Resolution of the issue was not known. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Device code (B)(4) is the only valid device code per additional information indicating depletion was normal. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the ins depletion was normal. No further complications are anticipated.

Manufacturer narrative:
Evaluation coding updated per recent FDA coding changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the ins was replaced (B)(4) 2018. The patient did not experience any symptoms related to the abnormal end of service (eos).